Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead dislodged shortly after implant. Surgical intervention was performed, and the lead was repositioned. The patient is pacemaker dependent but no adverse patient effects were reported. The lead remains implanted and in service.